Event description:
The device, osteovation, was used in the posterior fossa to fill a bone void; the device malfunctioned after implantation that resulted in the patient to sustain a cerebral spinal fluid (csf) leak that necessitated a second surgical procedure after implantation.

Manufacturer narrative:
Initial complaint information received on (B)(4) 2011, was evaluated as off-label use and not a reportable event. However, additional information received on (B)(4) 2012, was evaluated and it was determined to be a reportable event.